Event description:
Clinic notes dated (B)(6) 2013 were received, which indicate the patient has a heart murmur. There was no additional information listed on the notes about the event. Attempts for additional information are underway; however, they have thus far been unsuccessful.